Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 49 mg/dl and 200 mg/dl. Customer reports they did receive a calibration not accepted alert. Customer did not report consecutive sensor alerts with different sensors. Customer did not wish to test transmitter. The device will not be returned for analysis.